Manufacturer narrative:
Correction: d4 gtin additional manufacturer narrative: follow-up report submitted to document results.

Event description:
The manufacturer sales representative reported that the shaft fell out during setup at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the shaft fell out during setup at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.